Manufacturer narrative:
(B)(4). Return of the device for investigation was requested however to date it has not been received.

Event description:
After intubation, a doctor noticed a possible leak with a stethoscope. He removed the tube and confirmed a leak by inserting it into water.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4).